Manufacturer narrative:
(B)(4): evaluation results - incorrect technique/procedure (incorrect removal of sheath). Conclusion results - device failure related to user handling (incorrect removal of sheath).

Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. Post delivery and inf lation of the device at the lesion, the stent was not visible in the vessel. The stent was subsequently located on the packaging stylette. Another stent was used successfully. The patient is reported to be good post procedure and no clinical sequelae were reported.there were no issues noted during removal from the hoop and the stent was present on the sheath post removal. The device was inspected prior to use with no issues noted. Evaluation summary the balloon folds were opened. The 1st five segments at one end of the stent were intact, the next three segments were partially deformed. Six segments at the other end of the stent were intact. The remaining segments were severely elongated and deformed.